Event description:
It was reported by the affiliate that (1) ax55g was used during an unknown procedure. It was reported by the affiliate that there were no staples inside the instrument. The instrument works correctly, but without staples. It is unknown how the case was completed. No adverse pt outcome.